Event description:
It was reported that one week ago, the patient started to experience intermittent performance with his hearing. He underwent an examination and all the external parts were exchanged. Then at the beginning of this week, his ability to hear stopped completely. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.